Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 30, 2010, for investigation. Visual inspection revealed that the delivery device was returned inside from the loading device. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were not depressed on the delivery device. There was little evidence of blood on the device. Based upon the received condition of the device, it appeared that a loading problem occurred. The reported complaint was confirmed for "failure to load properly." A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. It stayed in the delivery tube. The event occurred during the week of (B)(6) - (B)(6) 2010. A new kit was used to complete the procedure. The product was returned. Upon receipt of the product, it appeared that a loading problem occurred, not a deployment problem.